Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.